Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation.without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Code (B)(4) used to capture loss of anatomical alignment after fracture reduction. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, the patient underwent an open reduction internal fixation surgery (orif) for the femoral neck fracture. The surgery was performed with femoral neck system, namely: one (1) femoral neck system plate 1 hole-sterile, one (1) bolt female/ neck system / construct length, one (1) antirotation screw female neck system/ construct length, and one (1) locking screw self tapping. About eleven (11) weeks after the surgery, it was found that the femoral head was slightly displaced to varus position. There has not been a re-operation in the six (6) months after the surgery. It is unknown if a revision surgery will be performed. This report is for a antirotation screw for femoral neck system. This is report 3 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.